Event description:
It was reported that the haptic of the aq2010v three piece silicone lens tore as the surgeon twisted it into the eye. The lens was removed and replaced with another same model lens without any patient injury. The reporter stated the event was due to a loading error.

Manufacturer narrative:
Evaluation results: visual inspection of the returned product showed the lens was returned stuck in the cartridge. There was evidence of a clear surgical residue, however, there was no visible damage to the cartridge. (B)(4).

Manufacturer narrative:
Brand name: silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide). (B)(4).